Event description:
Pt's caregiver reported IV leaking instead of infusing through PICC line. Observed the clave adapter was missing centerpart and leaks when flushed. Changed extension and tubing with new clave adapter and redressed site. IV infused without difficulty.